Event description:
Related manufacturer reference numbers: 2017865-2022-10001. It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the atrial lead exhibited failure to capture and the right ventricular (rv) lead exhibited increased capture threshold. Chest x-ray was performed and further revealed atrial lead dislodgement and lack of rv lead slack. It was also determined that the atrial lead was dislodged due to twiddler's syndrome. During reposition procedure, the atrial lead helix would not be extended after retraction and the rv lead helix would not be retracted. The atrial lead and the rv lead were explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The reported event of increased capture threshold was not confirmed. A full lead was returned in one piece for analysis. After cleaning the helix, electrical testing, visual inspection and x-ray examination were performed and were normal with no anomalies found.